Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the dirt found in the device objective lens and the stickiness/foreign material on the device light guide cover glass could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician found dirt on objective lens and the light guide cover glass is sticky was found. The issues were repaired. There was no patient involvement, and no harm was reported as a result of the event.